Manufacturer narrative:
Neither the complaint instrument nor the angiographic material was returned. Therefore, no technical investigation on the subject could be performed. The product release documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. In addition, a video and a photograph taken from the angiogram were reviewed. The rather poor quality of the video provided does not allow any statement, particularly with regards to a potential stent deformation. The photograph provided shows the distal portion of the implanted complaint stent. Geometric distortions of the stent structure are visible. The inhomogeneous radiopacity along the stent length may be suggestive of a stent compression. However, also the quality of the photograph is rather poor. Review of the product release documentation confirmed that the device was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause was determined. Please note that, according to the IFU, while deploying any slack in the delivery system outside the patient could result in incorrect stent placement, potential stent compression or elongation.

Event description:
A pulsar-18 self-expandable stent system was selected for treatment of a severely calcified lesion (64 percent stenosis degree) in the severely tortuous ostial sfa. After implantation, a stent deformation was noticed. The stent remained inside the patient.